Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 18x1-1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: clogged needle.

Event description:
It was reported that an unspecified number of needle precisionglide 18x1-1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: clogged needle.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.